Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise, short interval counts (sic) and a lead fracture was suspected. The rv lead remains in use and an additional pacing lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 11 ventricular sensing integrity counts (sic); ventricular tachycardia (vt)-ns and high rate-ns episodes with evidence of lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.